Manufacturer narrative:
The cadd legacy pump was returned and through visual inspection it was found to be in good physical condition although it did have a scratched screen. The device was started in application and no problems were found with double beeping. However, the downstream sensor will be replaced as a preventative measure. The scratched screen was also replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with "double beep with cassette". There were no reported adverse events.